Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During support, the impella rp had evidence of clot ingestion with significant decrease in flows. The impella was removed. The patient is stable.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was evaluated finding a large clot wrapped around the impeller. The optical parameters were within specification. Data logs showed a motor current spike and upwards placement signal shift during a decrease in p-level. Flows were slightly decreased. At the same time, there is a psnr alarm for 4 seconds indicating that the clot is on the optical sensor. Later in the case there is a secondary ingestion or clot migration while at p-6 with low flows following. The root cause of the low pump flow was determined to be biomaterial. The instructions for use ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿